Event description:
It was reported, the camera head monitor appeared as a flash following of which the screen then remained fixed black. There were no reports of patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The MDR supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed due to a crushed cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head monitor appeared as a flash following of which the screen then remained fixed black. There were no reports of patient involvement.